Event description:
Customer reportedly received the following results on the aviva ii meter within 10 minutes: hi (>600 mg/dl), 200 mg/dl and 338 mg/dl. No adverse event reported. Requested return of suspect device for evaluation and replacement was sent.